Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) visited system onsite. Upon troubleshooting, the fse found blown fuse of l1 in the power supply circuit. To resolve the issue, the fse replaced the fuse and checked the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.